Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone that they hospitalized on (B)(6) 2020 for high blood glucose level 700 mg/dl and diabetic acidosis. Customer stated that customer was using insulin pump within 48 hours of reported event. Customer was using auto mode on insulin pump. Customer confirmed that there was presence of multiple large air bubbles along the tubing of infusion set. Device will not be returned for analysis.